Event description:
After I was hit-and-run by a car while I was riding a bicycle, I was taken to the ER. After initial clean up and x-rays, I was taken for an MRI. I was in a hospital gown on a plastic gurney, but the technician did not take off my left bike shoe, which has an internal metal stiffner. While I was being pushed into the MRI chamber, I told the technician that my foot was being pulled in various directions, whereupon he unceremoniously yanked my shoe off and threw it on the floor. The MRI went without incident, but I had to remind the technician to return my shoe, otherwise he would have left it on the floor where he discarded it. He was not apologetic or sympathetic about any of this, but rather cold. While I had no injury from this, I thought it worth reporting after seeing the article in the ny times on how MRI magnets caused accidents: http://ww.nytimes.com/2005/08/19/health/19magnet.html.